Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a lcp-df plate broke postoperatively. The event date was (B)(6) 2014 (precise date is unknown). Reoperation was necessary. This complaint involves 1 device. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Actual date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient described ¿little pain.¿ device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the patient underwent re-stabilization with an angular-stable plate system, replacement of the prosthesis with an un-cemented, long-stem prosthesis or the implantation of a proximal femoral replacement.

Manufacturer narrative:
Additional narrative: the cerclage fix was received intact. The cerclage fix have no effect on the plate fracture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.